Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of approximately 500 mg/dl. Reportedly, the cause was unknown. The customer went to the emergency room (ER) where unspecified fluids and insulin were administered to address the elevated bg. The customer left the ER in fair condition and a bg of 238 mg/dl. The customer confirmed the pump and related supplies were functioning as intended.